Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon was revising a kinemax knee implant-the pt was experiencing pain. Pre-operative conversations with surgeon indicated he planned to possibly change the patella and insert. He removed the existing insert (kinemax small-10mm); trialed both 10mm and 12mm. Requested a 12mm insert be opened, the insert would not "seat properly into the tibial tray. After several (4 to 6) attempts to seat the insert, dr requested another small 12mm insert. I informed the surgeon that no other inserts were on site in that size. He then asked for a small-10mm insert which was immediately "seated" properly into the tibial tray on the first attempt. Surgeon then requested that the 12mm insert would have served the pt's needs better than the 10mm insert."